Manufacturer narrative:
B3/d10: the event occurred on an unspecified date in (B)(6) 2023. E1: initial reporter address: (B)(6). G1: the device was manufactured at one of the following facilities: baxter healthcare - mountain home 1900 n highway 201 mountain home ar 72653 united states baxter healthcare - dominican republic carretera sanchez km 18.5 parque industrial itabo, piisa haina, san cristobal 91000 dominican republic the device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that "black particles" were observed inside the patient line of the homechoice cassette. This was observed during set up of the device peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.